Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was connected to the network; however, the station was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was down even though it was connected to the network. A field service engineer (fse) moved the device to another location and confirmed that the device was able to connect to the network with a good port. Fse instructed the user the user to verify the port that was previously connected. Fse confirmed that the issue was resolved and the site port was off or misconfigured. The system functioned as intended after the field service engineer had investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was connected to the network; however, the station was down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.